Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for foreign matter with the incident lot was observed. The sample jar contained the shielded needle and a black bug. According to the verbatim the bug was found under the needle shield. A review of the device history record revealed no irregularities during the manufacture of the reported lot number. Conclusion: bd was able to duplicate or confirm the customer¿s indicated failure mode. The root cause is indeterminate.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
This complaint is MDR reportable. It was reported before use there was foreign matter between the cap and needle of the 25 g x 1 in. Bd safetyglide¿ . There was no report of injury or medical intervention.